Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient had been experiencing an unexpected increase in stimulation. It was noted that the issue had been ongoing since the patient was implanted on (B)(6) 2019. The patient was redirected to follow up with their healthcare provider (hcp) to discuss programming and investigate the root cause of the issue. No further complications were reported or anticipated. Indication for use is spinal pain.